Manufacturer narrative:
(B)(4). Corrected data: brand name, device identification.

Manufacturer narrative:
Lot number is unknown. Therefore, the 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown . (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event: publication year of 2019. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. [(B)(4)].

Event description:
Title : comparing the utility and surgical outcomes of harmonic focus ultrasonic scalpel with ligasure small jaw bipolar device in thyroidectomies: a prospective randomized controlled trial authors: shen-han lee, ma, mbbs, phd, mrcs, thien khanh nguyen, md, mrcs, whee-sze ong, mappstats, benjamin haaland, phd,gerald ci-an tay, mbbs, frcs, ngian chye tan, mbbs, frcs,hiang khoon tan, mbbs, phd, frcs, jeremy chung fai ng, mbbs, frcs, and n. Gopalakrishna iyer, mbbs, phd, frcs citation: ann surg oncol https://doi.org/10.1245/s10434-019-07806-w. The objective of this single-center, prospective, randomized controlled trial is to compare the utility and outcomes of electrothermal bipolar vessel sealer (ebvs) versus ultrasonic coagulating shear device (ucsd) in thyroid lobectomy for benign and malignant thyroid conditions at a single asian tertiary academic medical center. A total of 100 patients (74 females and 26 males) were randomly assigned (ucsd: 49 patients; ebvs: 51 patients), between december 2012 and january 2016, to undergo hemithyroidectomy. The patients ages ranged from 21¿75 years. The surgery was performed by the attending surgeon with harmonic scalpel (harmonic focus; ethicon, johnson & johnson) (ucsd) or ebvs. After the operation, pain scores were self-reported at 12, 24, 48, and 72 hours using an ordinal scale of 0 5, with higher scores denoting higher levels of pain. Three (3) patients in the ucsd group registered pain score of 5, 72 hours postoperative. In conclusion, the authors reported that there is no difference in the duration of surgery, postoperative wound drainage, and adverse events between the two devices.